Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient's interrogation stopped showing events on 17sep2024, log files were sent for review. The patient returned to the clinic and the controller exchange was complete as well as the recommended 10 power cable disconnects. Additional log files were sent for review following the exchange. The event log file captured the instructed power cable disconnects. It appeared that the data logger was capturing data appropriately. It was also reported that the interrogation looked good on the heartmate touch.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) log file not appearing to contain data from after 17sep2024 when interrogated on 25sep2024 was confirmed via analysis of the returned controller. The controller returned for analysis in unremarkable physical condition. During testing, it was noted that the controller clock was incorrectly set to approximately 8 days prior to the correct date. This discrepancy would explain the observed loss of data, as the controller was logging data as intended, according to the incorrectly set clock. The returned controller passed all functional testing and was able to support a mock circulatory loop for an extended period of time without issue. Several power cable disconnect alarms were initiated, and the controller logged each as intended. Data was reviewed from the submitted log files spanning approximately 2 days (16sep2024 ¿ 17sep2024 as per timestamp). The log file showed the controller functioning as intended for the duration of the log file. Data from the downloaded log files spanning approximately 2 days (01oct2024 ¿ 02oct2024 as per timestamp). The driveline was disconnected at 10:42:03 on 02oct2024 per timestamp and was powered down consistent with the reported controller exchange. The controller supported the system as intended while the driveline was connected. Provided information indicated that the controller exchange occurred on 10oct2024, correlating with the observed incorrectly set clock. Root cause of the reported event was determined to be user error in setting the controller clock incorrectly. The device history records were reviewed (shop orders (B)(4)) revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use (IFU) section 2 ¿system operations¿ provides instruction on how to set the controller¿s clock with a system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.